Manufacturer narrative:
Findings: unit received with reservoir glued in reservoir tube. Unable to perform displacement test due to reservoir glued in reservoir tube. Unit received with broken reservoir tube lip and belt clip slot. Unit received with cracked reservoir tube window corners, case at display window corners, lcd window and battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on reservoir tube lip of their insulin pump. The patient's blood glucose level was 8.0 mmol/l. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.